Event description:
Related manufacturer reference number 3006705815-2019-01817.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report# 3006705815-2019-01817. It was reported that one of the scs leads displayed high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, impedances resolved, and therapy was restored. It is unknown which lead displayed high impedances. As such both the leads are made reportable.